Manufacturer narrative:
On (B)(6), 2023, mentor completed an evaluation of the device using an image that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2023, mentor was notified that the complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, the patient was underwent bilateral removal and replacement with 300cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed her breasts appeared abnormal in addition to bilateral breast tenderness and hardening. Ultrasound imaging was conducted and a ruptured right breast implant was discovered. After consulting with a medical professional, she was also diagnosed with bilateral baker grade iii capsular contracture of the breasts. As a result, the patient underwent bilateral removal on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-05448 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).